Event description:
Review of service data detected a reportable event. Upon servicing battery sn (B)(4), the battery was unable to power on a monitor. The last patient to use this battery did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon investigation the battery was unable to power on a monitor. The cause was mismatched tri-cells (4.029, 4.027, and -1.829v). The root cause for the mismatched tri-cells was unable to be positively determine, but likely aging of the battery pack. No adverse events resulted from the defective battery pack. The last patient to use this battery did not report any deficiencies.